Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm. The residual volume was 26.7ml, 43.5ml had been administered and the rate was 1.6ml/hr. It was unknown if there was any air in the line. There was no patient injury.